Event description:
It was reported that in the patient's room,48 hours after the catheter was placed, the user met resistance when removing the catheter. The user stated additional force was used which may in turn have resulted in the catheter separating. It is not known if there was a delay, however, there is no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).